Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was completed by using mobile c arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not available. Analysis of system does not show any errors related to the reported issue. Upon troubleshooting, fse rebooted the room completely and restarted the system. Fse replaced the lithium batteries and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the event and the treatment was completed with a delay. No harm to the patient or user was reported. Philips has started an investigation of this complaint.